Event description:
The hcp reported that the patient underwent a transurethral needle ablation of the prostate with no problems or complications reported during the procedure. The return electrode pad had been placed on the abdomen of the patient and no hair was removed prior to it's placement. Upon removing the return electrode pad from the patient's abdomen, two small burn areas were noted. The patient was referred to a dermatologist for further care and the burns were reported to be healing well.

Manufacturer narrative:
The system user guide for the tuna system states: "place the return electrode horizontally across the lower portion of the small of the back, directly above the buttocks. Avoid placement over scars, bony prominences, excessive hair". The return electrode pad was returned for evaluation. No anomaly was found. The generator used in the procedure was returned for evaluation. Evaluation is pending and a follow-up medwatch report will be sent once the analysis of the generator is completed.